Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported the custom tube they received was dimensionally out of specification. There was no patient involvement.